Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient symptoms were reported. No additional information was available at this time.